Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event (no image displayed and b30 error) were not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event (no image displayed and b30 error) could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed a communication error (e308) and had no image. The issue occurred during preparation for use for a diagnostic unspecified procedure. The procedure was completed using a similar device. There was a delay of 2 hours before the procedure, there were no reports of patient harm.